Manufacturer narrative:
Concomitant medical products:5054, lead, implanted: (B)(6) 2004; 5554, lead, implanted: (B)(6) 2004 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The chest pain was initially thought to be twitching, however, a chest x-ray and computed tomography scan was performed due to severe chest pain and revealed a right ventricular (rv) lead perforation. The rv lead was explanted and replaced, and device settings were re-programmed. No further patient complications have been reported as a result of this event.